Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivered the bolus. The customer¿s high blood glucose was 593 mg/dl. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. The troubleshooting was not performed for the bolus nor delivered. The insulin pump will not be returned for analysis.